Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 2 patient samples tested on the cobas 8000 c702 module. The initial results were sent out to the patients. Sb169783l - the initial result was 1.37 mmol/l with a data flag. The repeat result was 2.35 mmol/l. Sb143659v - the initial result was 1.57 mmol/l with a data flag. The repeat result was 2.23 mmol/l. The reagent lot number is 608144. The expiration date was requested but not provided.

Manufacturer narrative:
The qc 2 and qc 3 on (B)(6) 2022 were noted to be outside the specified ranges. The customer performed qc precision tests. The customer has now set the analyzer to automatically rerun calcium results >1 mmol/l. The investigation is ongoing.

Manufacturer narrative:
The investigation excluded reagent issues. The investigation determined that there were abnormal calibrations logged for single days. The customer cleaned the black water tank and confirmed that the module and the assays are performing again within specifications. The customer did not clean the water tank monthly. Product labeling states "monthly maintenance of the core unit and the module sample buffer (msb). Perform these maintenance actions at least once a month. In this section cleaning the water containers of the core unit and the msbs (594) cleaning the water containers of the core unit and the msbs to prevent contamination of the entire flow path, you must clean the black water containers. The water containers are at the rear of each msb." The investigation determined the customer's actions resolved the issue.  The investigation determined the event was caused by an operator-related maintenance issue.